Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, it was found the subject foreign material was silicone rubber fragment. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that the air/water nozzle clogging was caused by the silicone rubber fragment. In addition, omsc surmised that the silicone rubber fragments originated from the air/water valve, the rubber packing of the connector of the water supply container, or the chipped rubber parts of the injection tube (mh-946), which passed through the air/water channel and reached inside the air/water nozzle. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during the incoming inspection for repair of the subject device, the air/water nozzle was clogged with foreign material. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.